Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump drive support cap was flush. Customer's blood glucose levels were 20.2 mmol/, 3.3 mmol/l, 20 mmol/l. Customer reported they had hyperglycemia and hypoglycemia. Customer was using insulin pump system within 48 hours of reported high and low blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer treated with insulin pump for high blood glucose and food with low blood glucose. Customer did not allege the insulin pump for under delivery. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/ flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.